Event description:
It was reported that a triathlon cr total knee surgery was schedule for (B)(6)2009, 9am at (B)(6) hospital. Implants were provided by loaners and delivered to the hospital from (B)(6) on (B)(6). On (B)(6) when representative from stryker ortho arrived at the hospital, he discovered there were no cr knee implants in the loaner set. He immediately notified the surgeon and r.n. Of these missing implants. A spinal anesthesia had already been administered. The surgery was then cancelled and re-booked for (B)(6)2009.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.